Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device powers off when alarm mute button is pressed. The display goes blank and device reboots. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and a loose connection on the ui board was discovered which likely caused the unit to shut off when certain buttons were pressed. The ui board was reconnected and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over four (4) years with no previous returns for servicing or other issues prior to the reported event.